Event description:
It was reported by the sales rep that during a small bowel resection procedure, the device was fired for a third time and it cut, but the staples were malformed. The surgeon had to convert to a right colectomy since the anastomosis was incomplete. Another device was used to complete the procedure. Add'l info has been requested.

Manufacturer narrative:
Date sent: 09/14/2009. Info anticipated; but unavailable at this time.